Manufacturer narrative:
Unknown as information was not provided. If explanted, give date: not applicable, as the iol remains implanted in the patient's od. Phone number: (B)(6). It was indicated that the iol is not being returned for evaluation as it remains implanted in the patient¿s od therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The intraocular lens (iol) was implanted in the patient's ocular dexter (right eye). Patient reported, shortly after the surgery, complaints of od being uncomfortable-irritating, sore, feels like she wore contact lenses too long. She uses artificial tears when needed. Patient reported uncomfortable feeling as same or better now. Patient can see the outline of the iol, which was noticed right after surgery. Near vision is poor and has difficulty working on the computer and reading. Results are not as expected. Distance vision is good, approximately 20/25. Od had cloudiness which was corrected by laser, cloudiness is now better. Through follow-up, additional information was received stating od is especially blurry and possible swelling of the retina. No further information is available. This report captures the iol in the patient's ocular dexter (right eye). A separate report will be filed for the patient's ocular sinister (left eye).